Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 2.50 x 12 synergy drug eluting stent was advanced for treatment. However, during introduction, the stent came off the delivery system and could not be located. It was not certain if the stent came off in the guide catheter or outside of the patient's body. The procedure was completed and no patient complications were reported.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 2.50 x 12 synergy drug eluting stent was advanced for treatment. However, during introduction, the stent came off the delivery system and could not be located. It was not certain if the stent came off in the guide catheter or outside of the patient's body. The procedure was completed and no patient complications were reported. It was further reported that the stent dislodged at some point between trying to advance the stent through the calcified anatomy and when the delivery system was taken out of the patient's body. Additionally, the patient status was fine.

Manufacturer narrative:
B3: date of event: updated from (B)(6) 2022 to (B)(6) 2022. B5: updated describe event or problem.